Event description:
It was reported that during a da vinci si hysterectomy procedure, the customer noted broken wires at wrist of the vessel sealing instrument. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that the grip cables were found to be broken and stuck out at the wrist. The instrument knife blade was also exposed. No additional damage was found on snake wrist and no other cable damage was found. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction of broken cable if to reoccur could cause or contribute to an adverse event.